Event description:
It was reported that the seal is falling out from the tip of the unit.

Manufacturer narrative:
Upon receipt of the unit, a missing keel tip failure mode was confirmed. We are reporting at this time. Additional information will be provided once the investigation has been completed.